Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, provocative testing was performed on a pacemaker dependent patient and resulted in oversensing and a loss of pacing on the right ventricular channel. The device was reprogrammed to resolve the event. The patient was stable with no adverse consequences reported.